Event description:
Pt rec'd a burn on the shoulder. The pt was being treated with electrotherapy; on, in the area of the shoulder for shoulder pain. Upon completion of the treatment, the clinician removed the 4, 2 inch by 2 inch, application electrodes. The clinician noted a small 1/2 inch diameter blister under one of the application electrodes. The clinician used the interferential electrotherapy waveform on the pt. The intensity was set to 40 mv for an application period of 10 mins. The electrodes had been used on this pt 6 to 7 times. The clinician utilzed cold therapy in conjunction with the electrotherapy treatment. The pt's progression toward improvement was not impeded or altered as a result of the incident. The pt did not require healthcare aid as a result of the incident. The pt did not express discomfort to the healthcare professional during the treatment.

Manufacturer narrative:
A device eval was performed by our engineering dept. Root cause is unk because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.